Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been high and that it took her three attempts to successfully prime her last infusion set. The customer's blood glucose was 400 mg/dl, and she has been treating with manual insulin injections. Troubleshooting was initiated to inspect the insulin pump and there were no apparent anomalies. A high pressure test was performed and the insulin pump passed. Additionally, the customer was unsure if the insulin pump was delivering more insulin than it should since she received low blood glucose values as well. She reported a low of 41 mg/dl. The customer declined troubleshooting for the low blood glucose. No products were replaced or returned.